Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference - (B)(4). The customer stated that there was no patient involved

Event description:
(B)(4). She was getting an occlusion as soon as she starts the patient side occlusion test. Worked with (B)(4) to determine issue in her test setup. Pump runs fine during basic infusion.